Manufacturer narrative:
Unit received with high sleep current and pump error 75 during self test due to connector resistance j6 /pcb 1. Unit passed displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery lees than one week. The customer's blood glucose was unknown. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.